Manufacturer narrative:
(B)(4). No sample was available for evaluation in connection with this report. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: b braun IV set tubing disconnected self at the stopcock during the induction of anesthesia, causing loss of medication, and approximately 15-20 ml of blood, which contaminated the stretcher and floor. No patient injury.